Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to pt use, the nurse attempted to prime the tubing set initially with the air filter vent in the closed position and then in the filter vent in open position; however, the nurse was unable to prime the tubing set. It was reported that no fluid was noted distal to the drip chamber of the tubing set. The tubing set was replaced and therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.